Manufacturer narrative:
One non sjm transseptal needle with stylet, one 8.5f braided swartz introducer, one transseptal dilator and one specimen jar containing a piece of fine skived material. Visual inspection revealed the stylet on the non sjm transseptal needle was bent. The stylet was bent 0.5515 inches proximal from the distal end. The narrow piece of skiving measured 0.6870 inches long. It was difficult to reinsert the stylet back into the needle due to the bend. Once inserted, the bend was located at the distal tip end of the needle. The distal 2.0 inches of the dilator were opened, which revealed a scratch along the inner wall of the dilator. A similar 8.5f braided swartz introducer was obtained from current inventory. The non sjm transseptal needle with the bent stylet was inserted and advanced through the entire length of the dilator. The needle was felt skiving near the distal tip end of the dilator. The distal two inches were cross sectioned open which revealed a scrape line along the inner wall of the dilator. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Investigation confirmed the cause for the reported skiving was a bend in the stylet from the non sjm transseptal needle.

Event description:
It was reported after removing the transseptal dilator and needle from the patient several small fragments of the material were flushed from the inside of the dilator. The transseptal puncture was performed using a reshaped non-sjm transseptal needle with a stylet and a swartz braided transseptal introducer. The needle and dilator were removed from the introducer and flushed with saline solution onto a gauze pad. Several small fragments of material were flushed from the inside of the dilator. The procedure was completed successfully with no consequences to the patient.